Event description:
Product used in an off-label indication for elbow fracture repair. Patient required revision surgery to remove hardware because the io fix 4.0mm lag screw disengaged from the post, post-operatively.